Event description:
Follow up information received identified the patient's scs ipg was explanted and replaced. The procedure was reportedly completed without complications and the issue addressed.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided when the evaluation is completed.

Event description:
It was reported the patient experienced problems with connection between the scs ipg and the patient controller (pc). Reportedly, no connection with the ipg was possible when the patient attempted for the first time after leaving the hospital. The company representative tried to connect to the ipg with the cp but failed. All recommended troubleshooting procedures were done, but the issue persisted. Surgical intervention may be necessary to replace the patient's scs ipg.